Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0008033065 was reviewed and the product was produced according to product specifications. All information reasonably known as of 2018-11-1 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced 10 different incidences, which were associated with separate units, involving 10 different patients. This is the sixth of ten reports. Refer to 2026095-2018-00122 for the first report. Refer to 2026095-2018-00125 for the second report. Refer to 2026095-2018-00127 for the third report. Refer to 2026095-2018-00128 for the fourth report. Refer to 2026095-2018-00129 for the fifth report. Refer to 2026095-2018-00131 for the seventh report. Refer to 2026095-2018-00132 for the eighth report. Refer to 2026095-2018-00133 for the ninth report. Refer to 2026095-2018-00134 for the tenth report. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that a homepump that was supposed to complete in 24 hours, completed in 12 hours. No further information provided.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
Avanos medical received one homepump c-series, 60x2, that was received empty and used. The infusion was verified. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 60 ml. The flow accuracy test was performed with the glass orifice in the incubator for 22.5 hours. Sample evaluation could not confirmed the reported event. Fast flow was not observed. No information was provided regarding use conditions, it is not possible to determine if product was used in accordance with the instructions or if user or facility contributed to the reported incident. Root cause could not be determined. All information reasonably known as of 22-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).